Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too long.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were placed. The patient had a period of pain relief before presenting to a different surgeon with a recurrence of left side pain. The surgeon determined that the most cranial positioned left side implant was breaching the neuroforamen. In (B)(6) 2017, the surgeon removed the cranial implant and replaced it with a shorter implant of the same type. No other implants were adjusted or removed. The status of the patient following the revision procedure is not known.